Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the corrosion on the adhesive around the light guide lens, the objective lens, and the bending section cover, is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for burn on the plastic distal end cover is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on the adhesive around the light guide lens, the objective lens, and the bending section cover, as well as a burn on the plastic distal end cover. There was no patient involvement.